Event description:
It was reported that the patient previously underwent a removal of his artificial urinary sphincter. However, not all components were removed, the remaining components were infected. The patient underwent surgery to remove the remaining components. There were no further patient complications.